Event description:
It was reported that the analyzer and patient rhythm slave port do not work correctly. Part of the slave cable pins broke off inside the programmer, so you cannot plug a slave cable into the programmer. Also, when trying to test a lead plug in the ventricular port of the analyzer, it shows up as atrial, instead of ventricular. The programmer and analyzer were returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the connector looked good and had no signs of disturbance. Analyzer functioned as required when tested with a known good programmer. Product idl 2067 programmer rf (radio-frequency) head.